Manufacturer narrative:
(B)(4). No damage noted on the original battery cap. No damage noted on the battery tube threads. The original battery cap was turned 3 and 1/2 half-turns to install battery cap in the battery compartment (4 half-turns per 712 user's manual) and the battery cap slot does not align horizontally with the test p-cap. Using the original battery cap on a test mmt-712 pump, the battery cap slot does align horizontally with the test p-cap after 4 half-turns per 712 user's manual. On the original pump, the original battery cap slot did not align horizontally with the test p-cap due to battery tube threads on the pump case was molded 90 degrees off. However, the battery cap functions properly. No cosmetic damage noted. Device passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump's installed battery cap was not straight in line. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.